Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 23 mg/dl and paramedics treated the customer with an intravenous "treatment". The customer did not know exactly what was administered to her as the "treatment". The customer did not know the cause of the high bg; however, the customer was upset with the bg management in general while using the pump. The customer did not provide further information regarding the event or details of the bg management. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017, or surrounding days. There were no irregular bolus requests. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.